Manufacturer narrative:
Outcomes to adverse event: other: device fragment remains in patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with failed previous decompression at adjacent levels, which caused adjacent level foraminal stenosis. He underwent l2-l3 oblique lumbar interbody fusion and l2-pelvis posterior instrumented fusion. Intra-op, tip of the alleged product broke off during insertion. The broken piece remained in the implant and could not be retrieved.

Manufacturer narrative:
Product analysis: visual and optical examination confirms the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fracture with no indication of torsion or fatigue. There is a sheer lip that is consistent with bend stress overload. This is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.